Event description:
Customer reported blood glucose results of 135 mg/dl on this system, inform system 1, and a result of 75 mg/dl on inform system 2. Customer reported pt admitted for symptoms hypoglycemia, did not report any treatment. No adverse event reported. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
This medwatch is for inform system 1. Please see medwatch with a1 pt for report on inform system 2.